Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a carpal tunnel procedures, the disposable knife hook 3mm broke. The 3mm blade of the scalpel remained in the carpal tunnel and was lost. The pieces were removed from the patient with special retrieval forceps using ultrasound. Surgery was completed with a back-up device instead. There was a surgical delay of 5 minutes, and no further complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed that four (4) devices were returned in original packaging with the batch number of the complaint on the label. The fifth device was not returned. The returned devices are out of their individual clear tubes and pouches. All four devices have been used and have bio debris on them. Devices one and two have no other visible defect. Device three's hook is twisted. Device fours hook has been broken from the shaft. The hook was not returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include excessive force or an impact event to the device inconsistent with normal use. Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.